Manufacturer narrative:
Concomitant products: product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. Product ID: 37743, serial# (B)(4), implanted: (B)(6) 2009, product type: programmer, patient. Product ID: 37752, serial# (B)(4), implanted: (B)(6) 2009, product type: recharger. Product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. (B)(4).

Event description:
It was reported that the patient had a car accident in (B)(6) and suspected that her stimulator had shifted. She had been trying to charge since (B)(6) and had not been successful. Her last successful recharge was in (B)(6). Her doctor left the clinic and she had not been able to find anyone to examine her implant since the incident in (B)(6). She was also in a lot of pain. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.